Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the distal loss of seal was found to be unknown/undetermined due to the lack of medical records and imaging surrounding the event. There were no procedure related harms identified, and the final patient disposition could not be determined. Approximately 12 months later, there was a report of an indeterminate endoleak for which the patient is under surveillance (2031527-2017-00632). A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx bifurcated stent graft system was implanted to treat an abdominal aortic aneurysm. Patient returned for a follow-up at an unknown date where physician observed a suspected type ib endoleak and a type ii endoleak. Patient underwent a re-intervention approximately 3 years post index procedure where the physician coiled both ima and lumbar arteries and placed an ovation ix limb extension. Patient returned for another follow-up where a possible proximal leak was observed. This is reported under 2031527-2017-00632.